Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts and puncture holes were noted in the outer insulation, likely a result of the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. No product performance anomalies were identified through analysis testing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) defibrillation lead were explanted after approximately seven months of implant. It was reported that the rv lead was causing severe tricuspid regurgitation. No adverse patient effects were reported.